Manufacturer narrative:
The account's maintenance found the screw that holds the cable at the brake mechanism was broken and did not hold the cable. The account replaced the screw to repair the bed.

Event description:
The account alleged the brake will not hold when applied.